Manufacturer narrative:
Device received with no scratches or crack on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly or missing segments were noted. Device passed rewind test. No anomaly noise noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was harder to read due to scratches. The customer's blood glucose value was unknown. Customer stated they were going through batteries more often and pump was louder during rewind. Customer stated light was still blinking when fully charged, should be solid. The devices will not be returned for analysis.